Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins battery didn't hold a charge for very long. They charged the ins to 100% last night and by noon the next day the ins battery was already low. The patient hadn't recently been reprogrammed or switched to a new group and they hadn't recently increased parameters. They noted that they just had the device implanted and weren't expecting to have to charge the ins that frequently. They reported that they charged their ins 100% full. No further complications reported.